Manufacturer narrative:
Damage was observed to the iol. Iol returned pressed down on one(1) post of the lens case base resulting in gross haptic damage. Solution is dried on both surfaces of the optic and haptics. One haptic/optic junction is cracked/fractured-rejectable and is partially adhered due to being pressed on the lens case post. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported about an unsterile/defective lens. Additional information was requested.